Event description:
A malfunction code malf 16 was reported with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, which was under warranty. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery continues. They were instructed on how to put the pump into storage mode before returning it using a pre-paid label, and they understood and acknowledged these instructions.